Event description:
When snaring polyps during colonoscopy, snare broke and the wire was stuck inside pt with polyp not fully out. Scope removed carefully and new snare used to do a piecemeal polypectomy to remove wire from pt. Expiration date 8/01.